Manufacturer narrative:
Date of event was approximated to 07/01/2019 as the event date is unknown. Health professional was approximated to yes as the initial reporter's occupation is unknown, but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the two clips did not deploy properly. Reportedly, the clips came off when pulled out from the scope. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.